Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump was not delivering insulin properly when 25 units were remaining in the cartridge. Customer's blood glucose (bg) was 417 mg/dl. Customer delivered boluses via the pump to address bg. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.